Event description:
Additional information: it was reported, the patient placed his laptop on his chest and the stimulator turned off. Patient was able to turn stimulator back on with return of therapeutic effect. The impedances and battery were normal. There was no injury or hospitalization. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a95, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 7482a51, serial#: (B)(4), product type: extension; product ID: 3387s-40, lot#: v499733, implanted: (B)(6) 2010, product type: lead; product ID: 3387s-40, lot#: v499733, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and tremors. The patient had his laptop on his chest and began to have tremors in his left hand and leg. The patient experienced ambulation difficulties. After placing his laptop on his chest again, the patient's tremors stopped and/or reduced to a point where he could "feel them slightly at that point but not much." The event and symptoms occurred 1 hour previous to the time the event was reported. The patient was hoping to hear back from his physician on (B)(6) 2012. It was unclear as to which of the patient's two implantable neurostimulators (ins's) the event was directly related. Related device had model 7426, serial#: (B)(4). See manufacturer's report # 3004209178-2012-05938. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.